Event description:
The patient was taken to the operating room for a posterior fossa craniotomy and removal of a tumor. In the operating room prior to prone positioning the patient had three point pin placement in a doro securement device (the device). During final adjustments to the pins the patient's head moved resulting in a 3-4 cm superficial scalp laceration requiring sutures

Manufacturer narrative:
Device identifier (UDI): for type of device: holder, head, neurosurgical (skull clamp).

Event description:
The patient was taken to the operating room for a posterior fossa craniotomy and removal of a tumor. In the or prior to prone positioning the patient had three point pin placement in a doro securement device (the device). During final adjustments to the pins the patient's head moved resulting in a 3-4 cm superficial scalp laceration requiring sutures.